Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately erratic and inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient stated that the alleged product issue first began on (B)(6) 2017, 3:30am. The patient stated that he obtained alleged inaccurate erratic results of ¿150 mg/dl and 88 mg/dl¿ performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. Additionally, he stated that he obtained an alleged inaccurate high result of ¿440 mg/dl¿ on the subject meter compared to 120 mg/dl on the other meter, performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (self-adjuster) and reported that continued with his regular exercise routine in response to the alleged product issue. He reported that on (B)(6) 2017, 9:00pm he developed the symptoms of ¿dizziness, shivering and headache¿. The patient denied that he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The correct unit of measure and testing technique was used. The test strips were stored correctly, within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. In addition, based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.